Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an image that appeared with horizontal stripes. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation found no new reportable findings. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an image that appeared with horizontal stripes. There were no reports of patient harm.